Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported high power event was confirmed via review of the available autologs report which revealed an increase in power consumption starting (B)(6) 2020, leading to parameters above normal operating range; however, no alarms were logged for the past 14 days leading up to (B)(6) 2020. Additional information received indicated that the patient was treated with multiple anticoagulants. A chest computerized tomography (CT) angiogram revealed no evidence of intraluminal thrombus formation in the inflow or outflow tracts; however, it was reported that a mild kinking at the graft anastomosis, perigraft tissue formation, and mild narrowing of the graft lumen were observed. The reported outflow graft kink and narrowing could not be confirmed due to insufficient evidence. It was further reported that, following treatment with heparin, the pump's power returned to normal operating range. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products d1: outflow graft d9: no h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: outflow graft. Model #: 1125; catalog #: 1125; expiration date: 28-feb-2021; lot#: 377286-8570 UDI #: (B)(4). Device available for evaluation? No. Mfg date: 28-feb-2019; labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting above normal power consumption associated with suspected vad thrombus. The patient's lactate dehydrogenase (ldh) levels were elevated and they received intravenous (IV) heparin. Of note, the patient¿s anticoagulation was uncontrolled and their international normalized ratio (inr) was subtherapeutic. The patient was subsequently received lovenox bridging for two days until their inr was therapeutic. A transesophageal echocardiogram (tee) was performed but was technically difficult due to the patient's clinical status and body habitus. A chest computerized tomography (CT) angiogram revealed no evidence of intraluminal thrombus formation in the inflow or outflow tracts, but did show mild kinking at the graft anastomosis and perigraft tissue formation with minimal luminal dimension of 8.5x10mm at the anastomosis. Approximately one week later the patient¿s inr level dropped with the stoppage of warfarin while on heparin drips. The patient¿s inr level began to elevate five days later after warfarin started to kick in. The patient's ldh and inr levels as well as the vad power were trending back down to the normal range. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for a correction. B2 was updated to include hospitalization and intervention required, and to remove life threatening. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.